Manufacturer narrative:
Complaint allegation is confirmed. Two unpackaged ar-600l were received for investigation. Visual inspection on both batteries noted that the top of the housing was detached. Battery leakage also seemed to be present. Functional testing was not performed due to the damage of the devices. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/16/2024, it was reported by a facility representative via (B)(4) that a qty. 2 of ar-600l battery pack housings were completely split and apart. This was discovered while trying to remove batteries from the battery housing during an acl repair procedure with no patient harm.